Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse went to the pt's room and noticed air in the tubing, which extended from the device to approximately the last 3 inches of the distal tubing, with no device alarm. The delivery was stopped. No air reached the pt. There were no reported adverse pt effects and no delay in therapy critical to this pt. The device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.